Event description:
It was reported that the insulin pump has physical damage. It was stated that the housing came apart. The damage was caused by the customer being in a vehicle accident; customer was driving his motorcycle. It was stated that the customer was not hospitalized. Blood glucose value was 26 mmol/l right after the accident and 30 minutes later it was 19 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and broken off end cap. It was unable to perform basic occlusion, occlusion, prime and excessive no delivery tests due to broken off end cap; however all operating currents were normal. Device passed the displacement test and a21 test.